Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of the proximal portion of the guidezilla guide extension catheter. The shaft and collar were microscopically examined. The shaft was detached/separated at the collar. The distal portion of the shaft after the collar was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the catheter failed to cross the lesion. The (B)(4) stenosed target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noticed that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the shaft was detached/separated at the collar.